Event description:
Intermittent capture with pacemaker programmed to bipolar mode. Reprogrammed pacemaker to unipolar mode and capture was restored. The lead was capped and replaced with another manufacturer's lead.